Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had air bubbles. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer requested to just have the device replaced. The device will be replaced but not returned.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill or air bubble anomaly noted during testing. Insulin pump had cracked reservoir tube lip.